Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported complaint was confirmed by failure analysis. The instrument was found to have the grip pin missing at the distal end. Additional unrelated findings were also identified: the instrument was found to have a frayed grip cable at the distal end. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument screw from the tip fell into the patient. The screw was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.